Event description:
It was reported that during the device change out procedure the right atrial (ra) lead showed high threshold due to the lead position. It was noted that under fluoroscopy the lead had no slack and was positioned low-near the tricuspid valve. The lead was explanted and replaced. It was also reported that the right ventricular (rv) appeared to have blood inside the lumen. The physician did not like the looks of it and decided to replace the lead as well. In addition the rv lead showed a slightly higher than normal threshold and during the extraction of the rv showed a visual insulation breach. While replacing the rv lead with the new rv lead, the physician punctured the replacement lead with a suture needle, while sewing the suture sleeve down. The physician chose to replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk bi-ventricular (bi-v) defibrillator (B)(6) 2011; 4194-78 implantable pacing lead (B)(6) 2008. (B)(4).